Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for spinal pain. It was reported that the patient had wrong side coverage immediately after implant surgery that was discovered when the rep did post-operative programming. It was noted that the patient had not fallen. The patient was scheduled for a lead revision due to the wrong coverage and the physician wanted to move the lead to the left. The revision occurred on (B)(6) 2016. After the revision the patient had good coverage on the left side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.